Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: medical intervention. Device issue: difficult to remove. It was reported that the procedure was to treat tight restenosis of another company's stent. The lesion was successfully wired and pre-dilated. An attempt was made to cross the lesion with a 2.75x28 vision stent delivery system. The stent would not cross the lesion and became caught in the anatomy. With manipulation, it was removed from the vessel, but could not be retracted into the 6f guide catheter (gc) due to strut flaring and damage. An attempt was made to pull back the gc and sds into the 6f sheath in the right groin and still keep the guide wire position in the rca, but the guide wire pulled back into the aorta. The gc was retracted into the 6f introducer sheath but the stent would not fit into the sheath. An 11f sheath was inserted into the left groin and a lasso-type snare was used to capture the guide wire and pull the sds through the 11f gc. The stent and the tip of the delivery system were cut off and removed from the left groin sheath which allowed the proximal section of the catheter to be removed through the right groin sheath. The gc and the guide wire were replaced in the rca and two shorter other company's stents were deployed in the rca to complete the case. No additional event or patient information is available.

Manufacturer narrative:
Product engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was fluid visible in the inflation lumen. There was 7.2 cm of sds returned. The stent implant was stationary on the balloon and between the markers. The last five rows of struts on the proximal end of the stent implant were flared and stretched. There was no other damage noted to the rest of the stent implant. The balloon was tightly folded. There were no kinks noted to the small section of inner member returned or to the tip. The guiding catheter used in the procedure was not returned. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The proximal outer diameters were not measured due to the damage. The middle and distal stent implant outer diameters met manufacturing criteria. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.